Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging that her son¿s onetouch ultra mini meter was reading inaccurately compared to another meter (ultra mini). The following complaint was classified based on information obtained from customer service representative (csr) documentation, and further information obtained when mss followed up with csr. The reporter alleged that the product issue began on (B)(6) 2018, when her son obtained blood glucose readings on the subject meter, it is unclear what the alleged results were. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Csr noted that the patient manages his diabetes using insulin (self-adjuster lantus and ultra rapid). It is not known if the patient made any changes to his normal diabetes management. The reporter stated that on (B)(6) 2018, in response to the alleged issue, the patient developed symptoms of ¿seizures¿, which required her to treat her son with some honey and a glucagon injection, to try to stabilize him. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. Csr noted that the test strips being used were passed their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.